Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified. As a result of these findings, fa concluded that the issue started in the set up joint therefore the wrong part was sent back. The fru connector pogo-pin (fcp) printed circuit assembly (pca) is consistent with the reported event and is the potential root cause for this issue. Although the root cause cannot be determined based on the information available, the fcp pca was found to be potentially related to the customer reported issue. The usm had no functional issues and passed all relevant testing during fa.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the usm. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, error 319 occurred. Prior to calling technical support for troubleshooting assistance, the customer performed a system reboot, but the issue reoccurred. The customer had to disable the arm and continued the procedure with 3 arms. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked system logs and confirmed error 319 pointing to universal surgical manipulator (usm) 2. Customer was completing the procedure robotically with three arms with a delay less than 15 minutes and with no harm for the patient. Customer was unable to release patient information due to the privacy policy of the hospital.